Event description:
71 year old female patient with a diagnosis of sick sinus syndrome with bradycardia underwent an insertion of permanent pacemaker on 12/13/91. While still in the hospital, pacemaker was not communicating to programmer. Correction was attempted with outside means on 12/14/91, 12/15/91 and 12/16/91 but was not successful. On 12/17/91, a new pacemaker was implanted and patient's condition is presently improved. Device sent back to manufacturer.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: programming failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.